Manufacturer narrative:
Sections with additional information as of 08-apr-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the initial concern is resolved - able to establish contact with customer's mother who stated initial concern had been resolved and had provided lot information for a new vial of test strips, lot # zx4219s. Mother had provided meter serial number during follow-up call; lot information for original vial of test strips was not provided.

Event description:
Consumer reported complaint for error message (e-2) and physical defect of test strips. Mother is calling on behalf of the customer (son). Mother stated that the truemetrix test strips were gray in color. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Mother did not have the products available at the time of call and was unable to provide further information.